Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, the issue could be confirmed by a picture shared by the customer. During functional test the pump worked within specifications. Motor control board, processor board and shaft angle encoder were replaced as per equipment maintenance intervention prevention. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 double head pump started to be noisy and then stopped working giving a motor control failure error message during procedure.there was no report of patient injury.

Manufacturer narrative:
H.10: the involved roller pump was manufactured in 2015 and according to the review of the complaints database no similar events have been reported in the past for this unit. The reported error message can be due to several factors such as: - occlusion set too hard; - incorrect tubing size selected by the customer; - rotor blocked by foreign object; - defective bearing or boards. The replaced components returned back to livanova arvada facility. Visual inspection was performed for all parts returned revealing: - three black spots were identified on the processor board indicating that the circuit board material had partially melted - residues of dried fluid were found on the motor control board. - no damage on the shaft encoder. Based on the above, it cannot be excluded that an electrical/electronic defect of the replaced components was the root cause of the reported issue.

Event description:
See initial report.